Manufacturer narrative:
A philips authorized service provider (asp) went onsite and confirmed that the bezel was missing the gasket. The philips asp ordered a replacement gasket for the bezel.

Manufacturer narrative:
The customer replaced the bezel cord gasket to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was unable to be turned off. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit was unable to be turned off. The customer reported that the unit would turn on and the power switch was unresponsive. It was also reported that the unit alarmed and no light emitting diodes (led) were illuminated on the front when the alternating current (ac) and direct current (dc) power was removed. Onsite service is currently pending. Device evaluation and repair are pending.